Event description:
Reporter alleged discrepant blood glucose values on her compact system. She alleges that the 318 mg/dl reading was showing up in her memory not as an extra result but in place of the 130 mg/dl result that shows in her diary. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.